Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2020 the contact for this female patient on peritoneal dialysis (pd) called fresenius technical support to report a patient line blocked alarm. The patient bypassed to fill 1 due to being empty after leaving the hospital. Information from the patient¿s pd nurse confirmed that the patient¿s hospitalization was unrelated to pd therapy or use of the liberty select cycler or other fresenius product(s). No further information was provided regarding the patient diagnosis. Additionally, on the day of the call to technical support, the patient required to be disconnected from treatment to return to the hospital. Again, the patient issue was unrelated to pd therapy or use of the liberty select cycler or other fresenius product(s). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for the patient hospitalizations.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support stating they received a patient line is blocked alarm during drain 0 of 3 of the patient's pd treatment. It was reported that the patient just came back from the hospital. The patient bypassed to fill 1 due to being empty after leaving the hospital. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the reported patient hospitalization was unrelated to pd therapy or use of the liberty select cycler or other fresenius product(s). Additionally, the pdrn stated that the patient had to disconnect from treatment on the day of the patient call to go back to the hospital. The reason for the patient going to the hospital was also unrelated to pd therapy or use of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.